Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experiencing high blood glucose. Customer¿s blood glucose level was 400 mg/dl, treated with bolus on the insulin pump and eventually blood glucose levels went down to 210 mg/dl and then to normal and current blood glucose level was 145 mg/dl. It was unknown that the customer was used auto mode at the time of high blood glucose or not. Customer reported that they changed the entire set and realized that there was a big bubble on the tube. The insulin pump will not be returned for analysis.